Event description:
Procedure type: lap gastric bypass. According to the reporter: when the orvil anvil was being passed down, the surgeon experienced more challenges than normal. When the device got into the pouch it appeared that it had already righted itself. The orvil and stapler were connected and while attempting to fire the instrument the handle did not move as if it had jammed. The instrument was opened half way, the site was checked, and the instrument was closed again. The surgeon reported that this time the instrument fired but did not feel smooth. Upon opening the instrument, the surgeon noticed that a part of the staple line had opened up. During inspection, donut tissue was normal but the staple line was incomplete. The procedure was converted to open. A new instrument was used to continue the procedure, and a running stitch was added to reinforce the staple line, and a leak test was performed with no issues. Surgery time was extended two and a half hours as a result, and the patient was sent to the ICU.